Event description:
A customer reported a system message displayed upon startup of the system. The pt was in the operating suite at the time of the event and had received peribulbar anesthesia in preparation for surgery. The surgeon opted to begin surgery and perform a "manual technique" instead. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the 30psi pressure regulator and the 57 psi pressure regulator. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation a nd no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).